Event description:
It was reported that during initial implant, the atrial lead could not be fixed. The lead was replaced and the new lead was able to be fixed. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.